Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device received with minor scratched lcd window and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported he received a replacement insulin pump about a month ago and since then he has been having high blood glucose during the day. At night his blood glucose is normal. He stated he goes to bed and wakes up with his blood glucose at 110 mg/dl. During the day, after he eats and delivers a bolus, his blood glucose remains high. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device failed the high pressure test twice. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's current blood glucose was unknown. Nothing further reported.